Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the device locks up during opts check. There was no reported patient involvement.